Manufacturer narrative:
Per the perfusionist (ccp), since they switched to the sorin oxygenator, they have had this issue intermittently. The sorin oxygenator has a curved surface. The field rep (fsr) tested both sensors and he could not duplicate the problem. He spoke to the ccp and that's when he found out they were using a sorin oxygenator reservoir which has a curved surface. There is very little level detector pad contact with this product. The MFR level detectors need full pad contact in order to work properly. The fsr recommended using the MFR oxygenators with a flat surface for proper operation of the level detector system. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the yellow level sensor was false alarming on the perfusion system. The device was not changed out, as they turned the alarm off. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.